Event description:
It was reported that there were low draws with a bd vacutainer® serum / cat blood collection tubes. This occurred on 90 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: tubes didn't draw sufficient volume of blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were low draws with a bd vacutainer® serum / cat blood collection tubes. This occurred on 90 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: tubes didn't draw sufficient volume of blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were low draws with a bd vacutainer® serum / cat blood collection tubes. This occurred on 90 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes didn't draw sufficient volume of blood.